Event description:
It was reported that right ventricular lead had no capture at high output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa implantable pulse generator, (B)(6) 2006; 6957j implantable pacing lead, (B)(6) 1983. (B)(4).